Manufacturer narrative:
H.6. Investigation: bd was unable to reproduce customer experience with the bactec product. One photo was provided with a plastic bottle without vial label. Satisfactory results were obtained from retention samples when visually inspected for reported defect (no vial label). Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photo received. An engineering technical assessment was performed to determine if the wailer bottle labeler had any mechanical issues and/or breakdowns on the labeling process of aforementioned batch. Investigation revealed that preventive maintenance to the machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no issues reported for vials without label reported on that date. After evaluating the production reports, issues were reported on the wailer labeler machine related with several jams, and machine out of synchronization. As part of the corrective¿s actions, a training was provided to the engineering technicians for specific instructions for the synchronization interventions on the wailer labeler machine. As a preventive action, a change control was initiated to add new redundant label inspection system to ensure the presence of the vial label. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a missing label was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the customer¿s information, there was no label on the bottle. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a missing label was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "according to the customer¿s information, there was no label on the bottle. "